Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip was not fixed to the cutting knife. However, at the distal end of the subject device, amount of an adhesive was enough. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tip was damaged and it fell off into the patient since electric discharge occurred, temperature of the distal end of the subject device was increased, and besides a fixation strength of an adhesive was decreased. Also, it was known that electric discharge might occur because the electro surgical unit was used in the coagulation mode, the high frequency setting value was too high, or the contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; *when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection, the distal tip of the subject device fell into the patient. The intended procedure was completed with the subject device. No patient injury was reported. This is the report regarding falling of the distal tip.